Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a prostyle device after an endovascular treatment procedure using an 8f sheath. Reportedly, the blue suture broke when tension was applied, which occurred after removal of the device. Hemostasis was achieved using manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported incompatibility and material separation cannot be determined. Factors that may contribute to difficulty during knot advancement include, but are not limited to, the rail suture and cutter not being co-axial, user error (pushing more than tensioning the rail limb, excessive suture tension, pulling the incorrect rail or premature pull of the incorrect rail during preclose. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.